Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates the lead was not successfully implanted due to multiple left bundle placement attempts. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted due to multiple left bundle placement attempts. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.